Event description:
It was reported that the patient received seven inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was determined that there was t-wave oversensing with high rate atrial arrhythmias. The subcutaneous implantable cardioverter defibrillator (s-ICD) was at end of life battery status due to the patient being non compliant with follow ups and medication. The patient has a history of multiple inappropriate shocks due to supraventricular tachycardia and af where sensing vectors have been reprogrammed. The patient was admitted to the hospital and the physician is currently considering a transvenous system due to the patient being non compliant. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received seven inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was determined that there was t-wave oversensing with high rate atrial arrhythmias. The subcutaneous implantable cardioverter defibrillator (s-ICD) was at end of life battery status due to the patient being non compliant with follow ups and medication. The patient has a history of multiple inappropriate shocks due to supraventricular tachycardia and af where sensing vectors have been reprogrammed. The patient was admitted to the hospital and the physician is currently considering a transvenous system due to the patient being non compliant. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the physician elected to not perform a revision procedure at this time.